Event description:
It was reported that the device displayed an error code 351.6660. There was patient involvement and impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 351.6660. There was patient involvement and impact is unknown.